Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). We received one used and empty easypump ii lt 100-50-s without packaging. Weight of the sample in received condition: 61 g. Visual inspection: as-received condition the patient connector was not closed. The original wing cap was not submitted from the customer. The white clamp was not closed. After opening the top cap we detected crystallized drug residues and solution at the filling port (lli-cone) and crystallized drug residues at the patient connector (lla-cone) of the sample. Damages that would lead to a malfunction were not detected at the sample. Functional inspection: the sample was taken to a functional test respectively a leak test was carried out. Therefore the pump was filled up to the nominal volume of 100 ml with nacl 0.9 %. After starting the pump, the pump is working immediately (solution was running). We detected no leakages at the sample. Furthermore, the flow rate of the pump was tested. Nominal: 2 ml/h. Actual: 2.5 ml in 1 h; 5 ml in 2 hrs; 48.1 ml in 25 hrs. The decisive value to evaluate the flow rate will be measured approximately at the half of the pump running time. The flow rate of the inspected pump is within our specifications. Summary and assessment: relating to the too fast flow we consider the complaint as not confirmed. Based on the conducted investigations the tested sample is within the specification according to the flow test. Device history record (DHR): reviewed the DHR for batch 20h27ge261, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility [translation of user facility information by bbm sales organization in the (B)(6)]: overinfusion. Reason of complaint: the pump perfused in 15h in place of 50h cytostatic product.